Manufacturer narrative:
Date of event: (B)(6) 2015. Date rcvd by MFR: (B)(4) 2016. Conclusion / root cause: this cpu pcba was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported receiving a vent in-op 100b. There was no reported patient involvement.